Manufacturer narrative:
Please note that the exact event date is unknown and the event date in section is the complaint awareness date. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported, during a medical procedure an optease retr filter 55 (recyclable filter) was properly prepared and during the process of pushing the filter, the filter barbs are embedded in the tube wall and could not be used. An image of the device was provided in which there appears to be a tine sticking through the wall of the catheter. It was replaced with a new filter to complete the procedure. There was no injury to the patient. The device will be returned. Addendum: image review shows a snippet of a catheter with what appears to be a tine sticking out through the wall of the catheter. The catheter sheath introducer is cut in two.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1 and h2. The record review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported, during a medical procedure an optease retr filter 55 (recyclable filter) while in the process of pushing the filter, the filter barbs are embedded in the tube wall and could not be used. The device was properly stored, inspected and prepared. An image of the device was provided in which there appears to be a tine sticking through the wall of the catheter. It was replaced with a new filter to complete the procedure. This caused the procedure time to increase twenty minutes. There was no injury to the patient. The reporter stated that the patient has a history of swelling in both lower extremities for six days prior to being admitted to hospital. Addendum: image review shows a snippet of a catheter with what appears to be a tine sticking out through the wall of the catheter. The catheter sheath introducer is cut in two. It looks compressed and separated. The reporter stated that the shaft was not cut into two pieces.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a medical procedure an optease retr filter 55 while in the process of pushing the filter, the filter barbs are embedded in the tube wall and could not be used. The device was properly stored, inspected, and prepared. It was replaced with a new filter to complete the procedure. This caused the procedure time to increase twenty minutes. There was no injury to the patient. The reporter stated that the patient has a history of swelling in both lower extremities for six days prior to being admitted to hospital. Image review was completed and image one shows a snippet of a catheter with what appears to be a tine sticking out through the wall of the catheter. The second image shows the filter packaging and the implant components without the filter. The catheter sheath introducer is cut in two. A box cutter is also seen in the image, as well as a crumpled piece of what appears to be paper. Some of the labelling has been removed from the filter box. The device was returned for analysis and images were also provided. Three pictures were attached by the customer to the complaint file. Review of the first and third pictures shows the outer box of an optease product, the cannula, vessel dilator, protective tube and obturator. The cannula looks compressed and separated. In the second picture it was observed that the cannula was punctured by a filter barb. No other anomalies of the product can be noticed in the attached pictures. One non-sterile unit of catheter optease retr filter 55 was received inside of a clear plastic bag. The obturator, the filter inserted in the cannula, and the vessel dilator were returned for analysis. The cannula was found separated. No other anomalies were noted on the components returned. A functional test could not be performed due the condition of the cannula as received. Dimensional analysis, at various distances along the component were measured and found to be within specification. Due the condition of a perforated sheath and scratch marks near the damaged area on the interior surface of the cannula, a sem analysis was performed. This type of damage is commonly caused during the interaction with a sharp object or handling. It seems the material near the damage was ruptured with a sharp object, quite possibly from the interaction of the filter barb with the inner surface, resulting in the filter barb embedding into the tube wall. The area of separation was analyzed, and no further anomalies were observed aside from the normal behavior observed when a polymeric material is separated with a cutting tool, that was confirmed with the presence of a scratch mark in the external surface area of the sheath. A product history review of lot 17994530 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿filter ¿ impeded - perforated sheath¿ and catheter sheath introducer ¿ separated¿ was confirmed during analysis. The exact cause of the reported events could not be conclusively determined, however review of the analysis and the available information suggests procedural and/or handling factors, such as operator technique leading to kinking of the sheath, and separation due to a cutting tool, may have contributed to the reported event. The filter/ filter barbs were inspected under the vision system and no anomalies were found. Sem analysis of the separated cannula confirmed the presence of a scratch mark, consistent with when a polymeric material is separated with a cutting tool. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ neither the phr, product analysis, nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Three pictures related to the reported failure were received. The obturator, the filter inserted on the cannula, and the vessel dilator were returned for analysis. The cannula was found separated. No other anomalies were noted on the components returned. Functional test could not be performed due the condition of the cannula as received. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken. Additional information is pending and will be submitted within 30 days of receipt.